Manufacturer narrative:
The user experienced severe hypoglycemia with seizure requiring hospitalization. Severe hypoglycemia can result in acute neurological compromise requiring emergency intervention and inpatient monitoring and is consistent with the reported three-day hospitalization. Engineering log review confirmed that the device was powered off on (B)(6) 2026 and powered on again on (B)(6) 2026; however, no cgm sensor was successfully paired from (B)(6) 2026, and no insulin dosing was delivered by the ilet during this period. No malfunction alerts were identified in the available logs. Device data indicate that the ilet was not in use at the time of the event and did not deliver insulin. Based on available information, the ilet did not cause or contribute to this hypoglycemic event and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 10-feb-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 44 mg/dl, resulting in seizure and hospitalization. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with exogenous insulin, oral glucose, and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.